Event description:
The device called cpoe involves electronic ordering of tests and medications and treatments. Blood tests are routinely as standard of care ordered today for the next morning, eg "prothrombin time in the am." All staff involved with the patient care know exactly what this means. On this device, there is not an option in the menus for that specific order for any test or treatment, and even when it is so stated in the comments, the built in calendar directs the blood test to be done "today" in the am rather than in the am tomorrow, even though the blood today has already been tested. This causes double testing when it is not needed and no test when it is needed, resulting in delays and confusion as to the monitoring of disease critical parameters in critically ill patients. These delays in care are life threatening and costly, especially pertaining to potassium levels that are out of range and hemoglobin levels that are dangerously low.